Manufacturer narrative:
Log files of the eva system were received by d.o.r.c.. Investigation of the log files did not reveal a reason behind the reported issues. The unit will undergo a full check up by a local technical applications specialist in order to establish possible causes of this malfunction.

Event description:
The customer reported that while changing from a phacoemulsification procedure to a vitrectomy procedure, a screen of the eva unit turned red. Continuation of the surgery was no longer possible, so it was aborted. Patient harm did not occur.

Manufacturer narrative:
With regard to this complaint an eva system was received for investigation. Investigation of the vitrectomy module did not reveal any anomalies with the module performing within its release specification. In addition, the eva was tested and an additional burn in test was performed. Also during these tests no anomalies related to the vit2 issue were identified. Logfile review indicated that on the day of the reported event surgery was performed without any errors until 11:22 (time using the eva 3 hours 14 minutes). On the same day the system was started up on 19:09:49 and on 19:09:53 the first error air 141 (no compressed air detected. Air fluid exchange and vgpc are not available) was provided followed by the error vit2 (vitrectomy input pressure too low. Vitrectomy module is not available.). Both errors indicate that either eva in such a case is not connected to the hospital air supply or that the air pressure of the air provided by the hospital air supply is below the required air pressure (i.e. 4 bar). Taking into account the fact that previous use of the eva did not lead to any issues it is considered most likely that eva was not properly connected to the hospital air supply. This is supported by the findings of the investigations on both the vitrectomy module and the eva system, where no anomalies related to a vit2 issue could be identified. Based upon the investigation findings it is concluded that the reported event is most likely attributed to an unintended use error (i.e. Not connecting eva to the hospital's compressed air supply in accordance to the instructions as provided in the eva instruction manual - chapter 6 "placing and power on"). It should be noted that from the logfiles no surgery was ongoing at the time of the reported errors (i.e. Unit was in programming mode).

Event description:
The customer reported that while changing from a phacoemulsification procedure to a vitrectomy procedure, a screen of the eva unit turned red. Continuation of the surgery was no longer possible, so it was aborted. Patient harm did not occur.